Manufacturer narrative:
This file was originally submitted on 06/04/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
Patient reported that they are unable to charge both the batteries. Patient further reported getiing "replace battery now" alert. Confirmed no physical damage to batteries. Both batteries either at or close to 0%. Troubleshooting unsuccessful. The inability to power up to active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned both batteries performed as specified. The diminished capacity of battery will not interrupt monitoring or therapy performance while replacement is routed to patient. However, patient allowed both batteries to deplete before contacting customer care for replacement. Kestra will continue to monitor and trend battery issues for failure modes.